Event description:
The nurse reported to our sales rep that it was observed during general prevention in (B)(6) 2011 that the implant was broken. During the last 2 years, the patient has no problems and pain. Now he came in with pain. The toe was extremely red colored and swollen. Therefore, the surgeon decided to revise the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.